Event description:
Initial results for a pt ckmb and troponin t were 3.76 ng/ml and .081 ug/ml. When repeated, the results for ckmb were 112.1 and 117.3 and the result for troponin t was 4.47. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.